Event description:
On (B)(6) 2007, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2015, a CT revealed a popliteal artery aneurysm which was treated medically and endovascularly. The excluder endoprostheses as well as the excluded aneurysm did not present any issues. On (B)(6) 2015, CT diagnosis showed a filled and ruptured aneurysmal sac with contrast agent. On (B)(6) 2015, the trunk - ipsilateral leg endoprosthesis and the contralateral leg component were relined with two leg components and an additional aortic extender component was implanted to repair a type IV endoleak. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications.

Manufacturer narrative:
Date of event corrected. Event description updated. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected in 2004 to provide a design enhancement to the original gore® excluder® bifurcated endoprosthesis. The results of the imaging evaluation . Additional devices implanted and involved in this event: (B)(4).

Event description:
On (B)(6) 2015, follow-up CT images identified a ruptured aneurysm. Reportedly, the physician believes that the urokinase treatment of the popliteal artery aneurysm may have caused or contributed to the enlargement of the abdominal aneurysm and the eventual rupture. On (B)(6) 2015, the trunk - ipsilateral leg endoprosthesis and the two pxc contralateral leg components were relined with an additional aortic extender component and two plc contralateral leg components on the left and right side to repair an alleged type v endoleak (endotension). The patient tolerated the procedure.